Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 230mm distal to the distal end of strain relief as well as multiple kinks located along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-oct-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 90% stenosed, 20mmx2.75mm, de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. After the lesion was crossed with a non-bsc guidewire and pre-dilated with a non-bsc balloon catheter, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion due to diffused calcification. The device was removed and the procedure was completed with a 2.75x22mm non-bsc stent. There were no patient complications reported and patient's status was stable. However, returned device analysis revealed a hypotube break. It was further reported that the shaft was not broken when it was removed from the patient or even after the procedure. The damage may have occurred during transportation to boston scientific.

Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 230mm distal to the distal end of strain relief as well as multiple kinks located along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-oct-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 90% stenosed, 20mmx2.75mm, de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. After the lesion was crossed with a non-bsc guidewire and pre-dilated with a non-bsc balloon catheter, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion due to diffused calcification. The device was removed and the procedure was completed with a 2.75x22mm non-bsc stent. There were no patient complications reported and patient's status was stable. However, returned device analysis revealed a hypotube break.